Event description:
It was reported that during an ischemic ventricular tachycardia ¿ left (l-isvt) procedure, the patient suffered a hypotensive event when a slow ventricular tachycardia (vt) episode occurred while scar mapping in the left ventricle (lv). It was just mapping procedure and no rf energy had been delivered. The patient's starting systolic blood pressure was 75 mmhg, decreased to 35 mmhg while in ventricular tachycardia (vt). To intervene a cardioversion was performed, neo was given, and CPR administered. The patient was stable at the time and systolic blood pressure was 106 mmhg. An echo confirmed there was no pericardial effusion. The patient was transferred to the ICU for observation. Pre-procedure a known pulmonary embolism was present.

Manufacturer narrative:
The concomitant products: c3 system sn: (B)(4). Stockert sn: (B)(4). Coolflow pump sn: (B)(4).

Manufacturer narrative:
In the initial report was mentioned that the procedure was ischemic ventricular tachycardia ¿ left (l-isvt) however after following up with the customer, it was clarified that the procedure was supraventricular tachycardia (svt) that was not inducible. Manufacturer ref # (B)(4)..

Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported the patient suffered a hypotensive event when a slow ventricular tachycardia (vt) episode occurred while scar mapping in the left ventricle (lv). It was just mapping procedure and no rf energy had been delivered. The patient's starting systolic blood pressure was 75 mmhg, decreased to 35 mmhg while in ventricular tachycardia (vt). To intervene a cardioversion was performed, neo was given, and CPR administered. The patient was stable at the time and systolic blood pressure was 106 mmhg. An echo confirmed there was no pericardial effusion. The patient was transferred to the ICU for observation. Pre-procedure a known pulmonary embolism was present. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and the catheter passed. Finally, the eeprom was intended to be read but it was found corrupted since no values were displayed. However, this is not related with the complaint the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the eeprom test, but the root cause of the hypotensive event remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.